Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; the fracture did not heal. As per surgery tech, a long barrel plate is implanted with 85 mm blade but it does not allow it to slide the blade into barrel which leads to collapse of construction. Also, per an internal medical review by the medical director; the x-ray images did not confirm what has been stated in the complaint. The patient status in now doing fine.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had an intertrochanteric femur fracture. The surgeon performed locking compression plate dynamic hip screw procedure in an older patient with three locking screw and a blade. After two months, the construction collapsed and all locking screws were broken. Revised surgery was performed. This is report 2 of 3 for (B)(4).